Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the blood glucose was high. The customer¿s blood glucose level was 557mg/dl at the time of the incident. The customer reported that she wanted to report she had an error with her infusion set or her reservoir. Customer mentioned high blood glucose, possible site set occlusion. Customer stated cannula was not bent. The insulin pump will not be returned for analysis. The reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated one open and used reservoir. Inspected reservoir, snap-cap, and septum for anomalies and none were found. Ran and connector into a pump; performed pump manual prime, visual fluid flow through infusion set and out catheter tip and reservoir was not occluded.